Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the axillary artery in a 26-year-old male patient presenting with cardiomyopathy. Bridge to durable lvad with successful right-sided vad implantation. Following insertion, a right axillary hematoma developed that required surgical washout. Two units of rbcs were administered, and manual pressure was applied as part of standard management. The reported events hematoma, surgical intervention, and blood transfusion are consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.